Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed alert 38 indicating consecutive motor stalls consistent with a failure to infuse and the device was shut down, with the patient reverting to backup therapy and continuing cgm use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, with the issue associated with the motor component and consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.